Event description:
It was reported that patient cardiac arrest occurred.the target lesion was located in the almost totally occluded right coronary artery. A 1.25mm burr was used first to modify the plaque, then a 1.5mm burr was selected for use. During procedure, medication was slowly given and ample breaks in between burring. Upon the end of the procedure, the patient arrested and was shocked six times. There was nothing wrong with the devices, and these did not cause the patient arrest. The patient passed away in the intensive care unit.it was further reported that the patient death was due to poor health prior to the procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).investigation results:device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record (DHR) review:it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review if completeda risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:the investigation conclusion code of known inherent risk of device was selected. Based on a thorough review of the reported complaint and the corresponding labeling, the reported allegation is a well-known risk related to the use of the device or the procedure. The patient events described within the reported events are accounted for to support acceptable risk benefit for use of the rotapro device.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that patient cardiac arrest occurred. The target lesion was located in the almost totally occluded right coronary artery. A 1.25mm burr was used first to modify the plaque, then a 1.5mm burr was selected for use. During procedure, medication was slowly given and ample breaks in between burring. Upon the end of the procedure, the patient arrested and was shocked six times. There were no issues with the rotapro devices; these did not cause the patients arrest. The patient later passed away in the intensive care unit.